Event description:
It was reported an altitude alarm occurred. Additionally, it was reported that a cartridge alarm (alarm 09) occurred. Customer's blood glucose level ranged between 54-500 mg/dl. Reportedly, the customer will continue to use the pump for insulin therapy.